Manufacturer narrative:
Returned product consisted of a coyote es catheter with a coyote es shelf box, inner packaging pouch and hoop. The batch number on the packaging and device matched the reported batch number. There was blood in the inflation lumen. Magnified inspection revealed a pinhole and scratch adjacent to the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right inguinal area. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 4.5f non bsc sheath was used. After the non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for plain old balloon angioplasty. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 1.5x20mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right inguinal area. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 4.5f non bsc sheath was used. After the non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for plain old balloon angioplasty. The balloon was inflated however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient. The procedure was completed using a 1.5x20mm non bsc balloon catheter. No patient complications were reported and the patient's status is good.